Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yfxg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that her bowel was looser on the day of the report and that she had a little bit of leakage. The loss of bowel control occurred on the day of the report. The patient was having pain in her back and hip due to arthritis in her back and hip, which she had prior to the interstim. The patient turned stimulation down, but she had a return of symptoms, and she might need to change programs. She was currently on program #4. The patient was going to see the healthcare provider (hcp) on (B)(6). It was noted that since she had arthritis in her back and hip, the patient had difficulty with determined whether pain in her back was related to the interstim therapy or back issue. The patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.